Event description:
It was reported that during an artery stenting treatment procedure, removal difficulties occurred. The target lesion was located in the renal artery. The 12x4.50mm veriflex stent delivery system (sds) was removed from the packaging and prepped. The sds was loaded on the non-bsc guidewire, however it locked on the wire before reaching the sheath. The device could not be removed separately from the guidewire so the wire and the sds had to be removed together. The procedure was completed with another of the same device and there were no patient complications. The patient's current condition is listed as "fine".

Manufacturer narrative:
(B)(4).it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during an artery stenting treatment procedure, removal difficulties occurred. The target lesion was located in the renal artery. The 12x4.50mm veriflex stent delivery system (sds) was removed from the packaging and prepped. The sds was loaded on the non-bsc guidewire, however it locked on the wire before reaching the sheath. The device could not be removed separately from the guidewire so the wire and the sds had to be removed together. The procedure was completed with another of the same device and there were no patient complications. The patient's current condition is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned complaint device revealed that the sds was received with a 0.013 inch guidewire inserted through the wire lumen. The guidewire was not trapped inside the wire lumen and it was easily removed without resistance. During analysis, a 0.015 inch size product mandrel was inserted through the wire lumen without resistance. Further examination of the midshaft found a kink at 2mm and 10mm proximal to the port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).